Event description:
The customer reported that while the iabp wsa in use with a patient, the iabp displayed "blood detected" during autofill cycle. The customer did not observe blood in the fill tubing the iabp was replaced and the therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative checked the calibration blood detect circuit and found tp2-tp5 was out of calibration. An adjustment was performed on tp2-tp5 to correct the blood detect failure alarm. The specifications were met. The company representative performed functional and safety tests. The unit met factory specifications and was returned to the customer. (B)(4).